Manufacturer narrative:
Retained lot samples for syringe lot 60231 were tested for air bubbles. No abnormalities were found during testing.

Event description:
End user reports a large amount of air bubbles appearing in the mm syringes from lots 60231. User states that the bubble appears near the top of the plunger while using humalog and lantus insulin. User's fear is losing insulin due to the bubbles although practicing the proper insulin pulling practices. User has (B)(4) boxes of lot 60231. User refused replacement.

Manufacturer narrative:
Initial trend analysis for lot 60231 was conducted, no malfunctions were found. This is the only complaint for lot 60231. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports a large amount of air bubbles appearing in the mm syringes from lots 60231. User states that the bubble appears near the top of the plunger while using humalog and lantus insulin. User's fear is losing insulin due to the bubbles although practicing the proper insulin pulling practices. User has 7 boxes of lot 60231. User refused replacement.